Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with two j shape clips inside a sample bag; the jaws were inspected and no burn was found. It could not be determined what may have caused the malformed clips. The jaws were noted to be in good condition. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reportedthat during a lap cholecystectomy procedure, the clips/jaws malformed during firing of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.